Manufacturer narrative:
The sample was a serum or plasma aliquot drawn on (B)(6) 2010. The system is routinely calibrated every 12 hours and qc samples are run every 2 hours. A field service engineer (fse) cleaned the flow cell, replaced a quad ring missing from the co2 electrode and replaced the cl electrode. Although the fse believes this to be a sample integrity issue, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant results for several assays generated by the unicel dxc 600 pro synchron clinical systems for one patient. The discrepant results were reported outside of the lab. Upon repeat higher results were obtained. Patient treatment was not initiated or withheld based on the low results.